Event description:
I use the CPAP resmed 10 with serial number (B)(6). I got diagnosed in 2020 and have been using the same machine daily since then. I only had 1 initial sleep apnea test in 2019. My primary care dr told me to have a sleep test at least every two years. I have noticed that I am constantly thirsty when using the mask and sometimes I¿ll get little bumps on my tongue (very painful). Even without using it I am constantly thirsty. Some drinks will burn my tongue when drinking it. Soda, mints, etc. I did some reading on your site and I read something about significant pulmonary conditions. I am going to have my pcp test me because of this filter recall in 2025. I really hope I don't develop lung cancer or anything else. Please help me. My phone number is (B)(6) my name is (B)(6) and my email is (B)(6). Thank you! Both numbers ran a little higher than usual. (B)(6) 2025 I went to (B)(6) for a blood retest. It was like 2 weeks earlier I seen my psychiatrist and it was even higher.